Event description:
A physician has had twenty-two occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. This particular pt had a phaco cataract extraction. The pt subsequently developed what the surgeon discribes as an intraocular infection; no secondary was necessary.